Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh, and pelvicol acellular collagen matrix products were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted on (B)(6) 2002 along with the concurrent procedures open laparoscopy, right salpingo-oophorectomy and cystoscopy due to pelvic pain of unclear etiology, sui, rectocele, interstitial cystitis and pop. It was reported that following insertion the patient experienced pain, erosion, dyspareunia and other unspecified problems. It was reported that patient underwent cysto urethral dilation for urethral stenosis on (B)(6) 2005. It was reported that patient underwent excision of xenograft material and reconstruction of the perineum on (B)(6) 2003 for pelvic pain with dyspareunia, migration and erosion of xenograft and vestibulitis.

Manufacturer narrative:
(B)(4).